Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg after weight loss. Surgical intervention was undertaken on (B)(6) 2025. During the procedure the patient's ipg was placed into surgery mode, however, once the ipg was reconnected to the leads, the ipg became unable to communicate with external devices. The ipg was instead replaced during the procedure as a result.

Manufacturer narrative:
The report of ¿discomfort at ipg site¿ was not able to be confirmed through lab analysis alone. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The ipg pocket site was relocated which resolved the discomfort issue. Analysis of the returned ipg found it was inoperable due to entering service application state during the pocket site relocation procedure.